Manufacturer narrative:
The device in question was returned to olympus for investigation. The colonoscope was tested with two different processors, and confirmed the image problem was attributed to a damaged burndy pin. This report is being filed as an MDR in an excess of caution.

Event description:
The hospital reported that during a diagnostic colonoscopy the image turned too bright and then black. The physician withdrew the colonoscope from the patient and the procedure was completed with another colonoscope. There was no allegation of harm to the patient.